Manufacturer narrative:
(B)(4). The customer reported difficulty of the device handle would not move forward was confirmed via duplication. The product analysis laboratory performed the spike/unspike operation using a spike/unspike test set and the device was unable to perform the spike/unspike operation. The spike carriage guide spring was revealed to be bent preventing the spike carriage from being guided to the spike position after completing the unspike operation. Review of the device history record (DHR) revealed the device passed all test requirements prior to being released from (B)(6) facility; no issues were identified that may have caused or contributed to the reported difficulty. The cause for the reported issue was determined to be due to a bent spike carriage guide spring. The device is non-serviceable and will be destroyed. The device was subsequently forwarded for destruction. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The care giver stated that the cxd would not connect bags; the handle or shuttle would not move forward. The baxter technical service representative initiated a swap of the device. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation.